Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of atrial pacing in a concomitant pacing. A defibrillation threshold (dft) test was completed. The device was then programmed off until further intervention is determined. The device remains implanted. No additional adverse patient effects were reported.